Event description:
It was reported that during a laparoscopic banding procedure, while pulling the scissors through the trocar it began to leak. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.